Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. The reported patient effect of death is known possible complications associated with mitraclip procedures. The cause for patient deaths could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attached article: percutaneous edge-to-edge repair of the mitral valve in patients with degenerative versus functional mitral regurgitationna.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, recurrent mitral regurgitation, unchanged mitral regurgitation, cardiogenic shock, myocardial infarction, thrombus, re-clipping, surgical intervention and re-hospitalization. Details are listed in the attached article, titled ¿percutaneous edge-to-edge repair of the mitral valve in patients with degenerative versus functional mitral regurgitation.¿ please see article for additional information.